Event description:
It was reported that patient seems to be infected. Washed out hip and replaced dual mobility head with same size. There was no surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).